Manufacturer narrative:
The device was returned analyzed, and analysis of the returned device was inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, a vcpu supply power on reset (por) occurred on (B)(4) 2016 04:33:30. A dvdd supply por occurred on (B)(4) 2016 14:13:55.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the patient reported a tone heard and contacted the physician. The patient presented to healthcare facility for device interrogation that revealed an alert message for electric reset/power on reset (por) and replace device immediately. It was also reported that the ICD battery voltage dropped. The ICD was explanted and replaced. Before ICD replacement, device interrogation revealed the battery voltage had dropped and no more programming was possible. Following explant of the ICD interrogation of the device was performed that revealed an increase of battery voltage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.